Manufacturer narrative:
Sections with additional information as of 01-nov-2021: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and defect found on returned strips: lo readings. No defect found on returned meter. Root cause: rc-061: storage outside specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Investigation in process. Note: manufacturer contacted customer in a follow-up call on 24-sep-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for lo display and low blood glucose test results. The customer is concerned with test results from results obtained of 20mg/dl and lo as she was not having any symptoms of hypoglycemia when she was testing her blood sugar on (B)(6) 2021. The customer¿s expected am fasting blood glucose test result is 103mg/dl and expected blood glucose test result 2 hours post meal is 140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of lo using true metrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 07/28/2022 and test strips were opened a few days prior to call. The meter memory was reviewed for previous test result history: (B)(6).